Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred during the load process. The customer's blood glucose level was 136 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.

Event description:
It was reported that a malfunction alarm occurred during the load process. Customer's blood glucose level was 136 mg/dl. Reportedly, the customer allowed the pump battery to fully deplete and upon turning back on the malfunction alarm was cleared.